Event description:
It was reported that during routine follow-up, improper device output was seen. No patient symptoms were reported. Pulse generator interrogation yielded an error message. Device reprogramming was performed and normal functionality resumed.